Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that an air detector sensor error occurred. Patient involvement is unknown.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-09456. The report was submitted in error.